Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 in the patient's eye and noticed the haptic was tearing in the injector, so he quit inserting it. There was patient contact, but no patient injury. The surgeon inserted another model lens in the eye. This is the second of two incidents for this same patient. See manufacturer report number 2023826-2006-01459 for the first incident.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens has a tear at the optic/haptic junction and one haptic is torn off. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.